Event description:
Reporter due to a hematoma. The physician achieved closure with the perclose a-t (closer ak) device in 05/2004. No difficulties or adverse events were reported at the time of closure. A hematoma was first discovered in the cardiac cath lab twenty-four hours after the procedure; the size was unk. The pt returned to the cardiac cath lab for a scheduled stent placement two days later and while in the cardiac cath lab the hematoma was noted to be "covering the area from the stick point to the mid-thigh." The catheterization was postponed and the pt was scheduled for ultrasound. The ultrasound revealed a localized hematoma, no pseudoaneurysm. No surgical or medical intervention was needed. The pt was discharged and reported to be "doing fine." No extended stay was required.